Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the shock button on their device was intermittently not working. Sometimes when they press the shock button it just sticks and the device does not deliver a shock. As a result, defibrillation therapy may be delayed or unavailable. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control had made multiple attempts to contact the customer to request the status of this device. No response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the shock button on their device was intermittently not working. Sometimes when they press the shock button it just sticks and the device does not deliver a shock. As a result, defibrillation therapy may be delayed or unavailable. There was no report of patient use associated with the reported event.